Manufacturer narrative:
(B)(4). After an additional medical review, a determination was made to re-classify the complaint as a malfunction. Complaint number (B)(4) is being reported as a malfunction. There was no serious injury.

Manufacturer narrative:
Qn# (B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and with the a clip partially loaded incorrectly into the jaws. Blue adhesive residue was observed on the handle and the handle was partially open. The sample appears used as there is biological material present on the device. First, the partially loaded clip was manually removed and the trigger cycle was completed. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. The first clip was able to properly load into the jaws of the applier and was successfully applied to over-stressed surgical tubing. This was repeated with the same result for the remaining clips. The sample was received with 4 clips remaining including the partially loaded clip, indicating that 11 clips were fired by the end user. No defects or anomalies were observed. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clips don't load" was not confirmed based upon the sample received. One device was returned. Upon functional inspection, no problems were found as the remaining clips in the channel were able to properly load into the jaws and were successfully applied to over-stressed surgical tubing. The device was received with 4 clips remaining including the partially loaded clip, indicating that 11 clips were fired by the end user. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. No functional issues were found with the returned device.

Event description:
It was reported that the clips do not load.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73b1900058 investigation did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clips do not load.